Event description:
Device 1 of 3. Ref MFR report #: 1627487-2014-05289. Ref MFR report #: 1627487-2014-05290. The pt has two leads for off-label use. It was reported that pt is receiving inadequate coverage. Invalid impedance was found on the 3186 lead. Reprogramming was tried but all three leads were unable to provide effective therapy. The pt will discuss the next course of action with his doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.